Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced exposed mesh erosion and extrusion, infection, small part of the bladder seen in the vaginal vault, urge incontinence, dyspareunia, occasional fecal incontinence, pelvic pain, urinary tract infection and stage 2 rectocele. Excisions of the mesh and reclosure of incision were performed.